Event description:
This device was removed due to eri indication. Per the rep., this pt was thought to be under the influence of recreational drugs at the time of the event.

Manufacturer narrative:
Upon receipt, the device interrogation confirmed showed the battery status eos. A number of 110 charging cycles was documented. The memory content was inspected. It was noticed , that in 2007, a number of 99 shocks were delivered between 0:15h and 01:23h. Due to the high amount of charging cycles within this short time frame, the eos condition was reached. The iegm was inspected. The iegm was free of noise and free of artefacts. The figure shows an example from 0:15h. (See analysis for iegms) the iegm shows throughout a fast ventricular rhythm. As specified, the ICD initiated defibrillation shocks. There was no indication for a device malfunction. The eos condition was removed with a technical programmer and the battery status mol2 was shown. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered defibrillation shocks as specified with a charging time of 10 seconds, documenting a correct sensing and shock delivery. In summary, the device was not defective. The eos condition was reached after nearly 100 delivered shocks within one hour. In particular, the specified energy level was reached. The ICD was implanted four months. Taken into account the nearly 100 charging cycles within one hour, the activation of the eos condition was anticipated.